Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device remained implanted; therefore, analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, vessel dissection is a known risk associated with endovascular procedures and is listed as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during a stent assisted angioplasty procedure of the right internal carotid artery, vessel dissection occurred after the second balloon dilatation. The physician continued with the procedure by implanting the stent without clinical consequences to the patient. The patient recovered with a modified rankin scale (mrs) of 0.

Event description:
It was reported that during a stent assisted angioplasty procedure of the right internal carotid artery, vessel dissection occurred after the second balloon dilation. The physician continued with the procedure by implanting the stent without clinical consequences to the patient. The patient recovered with a modified rankin scale (mrs) of 0.